Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. Reported event of balloon hole. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon had a hole and the water leaked into the patient's esophagus. The patient began coughing and became hypoxic, and the physician believed there was some degree of aspiration. The water was suctioned, and the patient recovered soon without issues. The balloon was removed together with the endoscope and the procedure was completed at this time.

Manufacturer narrative:
A visual examination and functional analysis of the complaint device revealed that the balloon had a pinhole after the proximal bond. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label. There is an investigation in place to address this issue. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon had a hole and the water leaked into the patient's esophagus. The patient began coughing and became hypoxic, and the physician believed there was some degree of aspiration. The water was suctioned, and the patient recovered soon without issues. The balloon was removed together with the endoscope and the procedure was completed at this time.